Manufacturer narrative:
This is 1 of 2 reports. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the procedure involved a 31 mm non-edwards mitral valve'in'valve (mviv) implantation. Vascular access, transseptal puncture, and septostomy were performed without complication. Initial valve alignment appeared uneventful. During advancement and post'deployment handling, the operator noted increased resistance and tension while drawing the balloon back into the valve; however, this observation did not correspond to any difficulty with balloon withdrawal, and no withdrawal issues were encountered. There was some difficulty crossing the septum; however, the commander delivery system and sapien valve were ultimately advanced successfully across the septum and into the surgical valve. The posts of the surgical valve appeared appropriately aligned. When the surgical valve was 'squared off,' based on the computed tomography'derived angle provided in the 3mensio report, a notable degree of parallax was observed within the sapien valve. This finding reflected an imaging and visualization phenomenon rather than any malpositioning or canting of the valve. The pusher was retracted, and the balloon appeared to be properly aligned within the valve prior to pacing and balloon inflation. At the onset of inflation (29+2), deployment initially appeared appropriate, with the valve expected to land outflow'to'outflow. However, during inflation it became evident that balloon expansion was occurring predominantly within the ventricular portion of the valve, resulting in a 'ballooning' appearance. The atrial portion of the valve was significantly under'expanded, and the valve exhibited slight migration ('watermelon seeding') beyond the outflow of the surgical valve, although it remained anchored. Echocardiographic assessment suggested that the sewing ring of the surgical valve had been missed, resulting in the need for an additional valve implantation. Mild central regurgitation was also noted. A second 29 mm sapien 3 ultra resilia valve (29+5) was subsequently prepared, advanced, and deployed without incident. For this implantation, the procedural team intentionally adjusted to a coplanar angle that squared off the sapien valve itself rather than the surgical valve. This angle differed from the original angle provided in the 3mensio report and from the initial implant angle, but it was selected deliberately to optimize visualization of the sapien valve and accurately define the intended landing zone within it. Deployment of the second valve was successful, with echocardiography demonstrating an excellent final result and a mean gradient of 2 mmhg. The device was marked as not available for return, as its final disposition following the procedure was discarded. With respect to device scanning, only the valves were scanned in ew1 for this case. The delivery system and sheath were not scanned because their packaging was discarded prior to the conclusion of the procedure and was therefore unavailable for reference. An attempt has been made to obtain the commander delivery system lot number by contacting the account, and this information will be provided if it becomes available.